Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the screw cap connector cannot screw into the oxygen wall outlet.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the snap cap was placed incorrectly on the adaptor preventing the adaptor from being attached to the oxygen outlet. Based on the visual exam, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
The customer alleges that the screw cap connector cannot screw unto the oxygen wall outlet.